Event description:
It was reported that during the procedure, the safety balloon of the cannula had a leak because it was damaged, the patient began to desaturate up to 40%, and the recovery was prolonged. The first cannula was kept in place for 20 minutes to see if the issue could be resolved before it was removed. After being ineffective in retrieving patient oxygenation, the doctors take the initiative to remove the cannula and install a new one. When removing the cannula, the scrub nurse checked the conditions again. Of the cannula that was removed, and when revising the balloon, detects air leakage, and performs a test with the cannula submerged in solution, and noticed the significant leak of air with the balloon. There was no issue mentioned in the event about the second device.

Manufacturer narrative:
D10 concomitant product: 9cn90a, 9cn90a 9.0mm trach tube w tg cuff x1, ( lot #23d0309jzx) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.